Manufacturer narrative:
Evaluation summary: the production and quality control documentation for lot# x09161, with expiration date, 10/2012 was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted.

Event description:
Left knee effusion [joint effusion]. Case description: a spontaneous report was received on (B)(6) 2010 from an hcp via a company representative regarding a (B)(6) male patient with a history of osteoarthritis on both knees, initials unknown, who experienced left knee effusion after starting synvisc-one. The patient received injections of synvisc-one into both knees on (B)(6) 2010. The patient was seen by the hcp on (B)(6) 2010 with a 3 plus left effusion and underwent arthrocentesis in the left knee. Four days later, on (B)(6) 2010, the patient went back to the hcp and had the left knee injected with a steroid. The symptoms have resolved since then. On (B)(4) 2010, additional information was received in the form of qa results. The production and quality control documentation for lot# x09161, with expiration date, 10/2012 was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Manufacturer's comment: the benefit-risk relationship of synvisc one is not affected by this report.